Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy in 2013 and prophylaxis against postoperative nausea and vomiting, polycystic ovarian syndrome, gerd, fatty liver, anxiety, morbid obesity (bmi 48), parity 2 (full-term vaginal deliveries), multi gravida (3), pregnancy induced hypertension and acne (feeling it was caused by nexplanon). She is not post menopausal, has no history of std's and no history of abnormal paps. Previously administered products included: nexplanon. Past adverse reactions to the above products included: moody with nexplanon. The patient had a family history of heart disease, unspecified. The only concomitant product mentioned was provera (medroxyprogesterone acetate) since (B)(6) 2018. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1300 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted hysterectomy vaginal bilateral salpingectomy, left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48.074 kg/sqm. [Gynaecological examination] on (B)(6) 2018: pelvic: (bimanual exam): urethra: nontender, no masses palpated. Bladder: nontender, no masses palpated. No vaginal tenderness or masses palpated. No cervical motion tenderness, or masses palpated. Cervical os closed. Uterus nontender, normal size, anteverted, normal contour and mobility. Adnexa (left) is nontender, no abnormal masses palpated. Adnexa (right) is nontender, no abnormal masses palpated. No inguinal adenopathy. [Hysterosalpingogram] on (B)(6) 2016: impression: successful essure coil placement without contrast opacification of the bilateral fallopian tubes. [Hysteroscopy] on (B)(6) 2016: procedure: hysteroscopic tubal occlusion with essure. Findings: normal appearing endometrial cavity, correct placement of bilateral essure devices, hemostatic. Complications: none. Patient condition at the conclusion of the surgery/procedure: stable findings: normal-appearing uterine cavity with normal-appearing tubal ostia bilaterally. Satisfactory placement of bilateral essure devices. Hemostatic. Complications: none. Counts: correct x2. Disposition: recovery room in stable condition. Procedure in detail: bilateral tubal ostia could be easily visualized. The essure device was then placed in the right fallopian tube in the usual fashion without difficulty, and approximately 2 coils were visible at the end of procedure. In a similar fashion, the left fallopian tube was identified. Essure device was placed without difficulty with 2 coils visible. The patient went to recovery room in stable condition. [Laparoscopy] on (B)(6) 2020: pre and post operative diagnosis: abnormal uterine bleeding procedure: laparoscopic assisted hysterectomy vaginal bilateral salpingectomy and left oophorectomy description of procedure: no evidence of bowel, bladder, or vasculature injury with the placement of the trocars. Uterus approximately 11 cm in size. Evidence of endometriosis. Attention was turned to the right adnexa. The ureter was identified and was away from the area of operation. Right ovary was left in situ, right fallopian tube was removed by grasping underneath the fallopian tube, ligating and then dividing it from the ovary. The left ovary and fallopian tube were removed by first identifying the left infundibulopelvic ligament. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical records received via lawyer (reporters added): essure insertion and removal dates, indication, medical history, tests added (none reported previously). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.